Event description:
The customer reported the system locked up and would not fluoro. This resulted ina total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system ws tested and found to be working as intended and returned to service.